Event description:
It was reported that the pump notified the cartridge to change the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the same cartridge and resumed insulin therapy.